Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted on (B)(6)2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 06/20/2022. Upon removal of the sensor, the patient's parent state (B)(6)2022, the patient developed swelling at the insertion site. The parent took the patient to the hospital that same day and had an x-ray done. The x-ray showed the sensor wire was embedded under the skin. The healthcare personnel (hcp) performed surgery and made a 2 centimeter incision to remove the sensor wire from the skin. The patient had a follow up appointment on (B)(6)2022, to have the stitches removed. At the time of the report, the parent stated the patient was doing fine and the arm has heeled after two weeks. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgery. A probable cause could not be determined. No additional patient or event information is available.